Event description:
The patient was seen on (B)(6) 2013 for an increase in seizures. The patient started having seizures again after several years of being seizure free. Additionally, the patient noted that she no longer felt the normal cough she would get with stimulation. System and normal diagnostics were performed which showed high lead impedance. The physician stated that since the patient has been doing so well, she has not performed diagnostics in a while. The patient's settings were increased on (B)(6) 2013 to output current = 1.75ma, frequency = 25hz, pulsewidth = 500usec, on time = 30 sec, off time = 3 min, and they have been at those settings since. The patient stopped coughing with stimulation about three months ago; however, the increase in seizures did not start until two weeks ago right around her menses, which is when the patient normally had it before. The patient has been seizure free since (B)(6) 2012. The patient had seven seizures in a two day period and then one more a couple days later. Prior to vns, the patient had up to eighty seizures a day, so the increased seizure frequency was well below pre-vns baseline levels. The patient's mother stated that there was no patient manipulation or trauma that occurred around the time of the events which she could think of. The mother is not always with the patient since the patient goes to school; however, there were no reports of patient manipulation or trauma from school either. X-rays were taken and sent to the manufacturer for review. The generator was seen in a normal position in the left chest. The filter feedthru wires appear to be intact. The lead pin appears to be fully inserted into the connector block. Due to the image quality and angle of the generator, it was not possible to assess if the lead wire appears intact at the connector pin. There is a small portion of the lead which appears to be located behind the generator that could also not be assessed. A suspected fracture appears to be present in the body of the lead, just posterior and cranial to the tie-down. The electrode placement appears to be normal. There is one tie down present, but it does not appear to be placed as per labeling. There does not appear to be a proper strain relief bend or loop placed as per labeling. A portion of a second old lead appears to be present placed under the current lead.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. X-rays reviewed by manufacturer revealed a potential lead break. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent generator and lead replacement. It was reported that the explanting facility does not returned devices for analysis.